Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the surgeon on (B)(6) 2018. The patient was reported to have had a high post op intraocular pressure (iop) after phacoemulsification and glaucoma stent surgery. The surgery date was provided as (B)(6) 2018. During surgery an ophthalmic viscoelastic device was used. Pre-operative iop was 32 (units not specified) on (B)(6) 2018 and 39 (units not specified) post-operatively on (B)(6) 2018. The patient had a history of cataract, glaucoma and hypertension. The raised iop was treated at the time of the event with dexamethasone, brinzolamide and timolol bimataprost. No further information

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced an intraocular pressure spike two to three weeks after having a glaucoma stent inserted into the eye. Additional information has been requested.